Manufacturer narrative:
On 04/16/2019, mentor received additional information about the event: the patient identifier is (B)(6). The patient date of birth is (B)(6) 1972. The patient was 46 years old at the time of event. The patient¿s race is white and her ethnicity is not hispanic/latino it was initially reported that the implantation date is (B)(6) 2011. New information states that the implantation date is (B)(6) 2011. The patient underwent a breast augmentation revision procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round high profile 330cc breast implant and experienced bilateral deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the first of two devices.